Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2019. Explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid via an implanted pump. It was reported that the patient had recently been complaining of increased pain. During the normal pump replacement procedure, the catheter would not aspirate. The physician decided to replace the catheter with an entirely new one and instead of removing the entire old catheter he tied off the old spinal segment. There were no environmental or external factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Event description:
Additional information was received from the patient reporting that something was severely kinked on her pump system. Per patient everything was removed and got replaced on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.